Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va0kyhn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s programmer was not ¿working right,¿ displaying a ¿call your doctor¿ icon. The programmer was not communicating with the implantable neurostimulator (ins) a couple days prior to report. After placing the antenna over the implant, the patient reportedly saw a power on reset (por). Patient outcome and interventions were not given. Follow-up is being conducted to obtain this information.

Event description:
Additional information received reports the patient do not have concerns with their device or therapy.